Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fatal error occurred and unable to remove medication. A technical support specialist (tss) confirmed with fst (field service technician) that c drive cleanup was already completed; however, fatal errors persisted during medication removal. Network troubleshooting was performed by setting the local area network adapter to 100 megabits per second half duplex and rebooting the station, but the issue remained. Database size was verified at 10.8 gigabyte with simple recovery, and shrink attempts were unsuccessful. With fst approval, the database was backed up, dropped, and a full synchronization was completed successfully, followed by a reboot. Customer validation confirmed successful login, medication pulls, and order processing without errors. Fst confirmed resolution and approved case closure. The system functioned as intended after the field service engineer troubleshot the device with the guidance of technical support specialist.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fatal error occurred, and medications could not be removed. The customer attempted troubleshooting by rebooting the station; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.